Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned to the manufacturer. There were no sustained serious injuries alleged as a result of the electrode belt funciton.evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient's daughter alleged a rash caused by leaking gel from the electrode belt. It was also reported that the rash was bleeding. The patient was advised by his doctor to temporarily remove the lifevest for one hour under supervision. Follow-up indicated that the patient was following his physician's instructions and that the rash was improving.